Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the display is beginning to dim.there was no patient involvement.

Manufacturer narrative:
MFR received date: 28aug2019. Multiple attempts have been made to contact the customer regarding the repair status of this device, but to date the customer could not be reached. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse discussed the half-life of the display with the customer, and recommended that the customer monitor the display brightness during future periodic maintenances. The fse recommended the replacement of the user interface (ui) assembly if necessary. The customer reported ordering, but not yet receiving the replacement part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.